Event description:
As reported, this 64 y/o petite female patient had a left total knee replacement (posterior stabilized) implanted on (B)(6) 2012. The patient presented to the surgeon¿s office on (B)(6) 2019 with a/p instability. Patient was scheduled for a total knee revision -single component- poly swap procedure on (B)(6) 2019. The revision procedure was performed, and the surgeon increased the poly implant size from a 9mm to a 13mm ps poly. Surgeon was satisfied with stability after the increase in poly thickness. The patient left the or in stable condition. The devices were disposed of by the facility. All available information has been received.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that as reported, this 64 y/o petite female patient had a left total knee replacement (posterior stabilized) implanted on (B)(6) 2012. The patient presented to the surgeon¿s office on (B)(6) 2019 with a/p instability. Patient was scheduled for a total knee revision -single component- poly swap procedure on (B)(6) 2019. The revision procedure was performed, and the surgeon increased the poly implant size from a 9mm to a 13mm ps poly. Surgeon was satisfied with stability after the increase in poly thickness. The patient left the or in stable condition. The devices were disposed of by the facility. All available information has been received. Instability is a known complication following total knee replacement surgery and is multifactorial in nature. Instability is listed as a potential adverse event associated with total joint replacement surgery in the product IFU (700-096-004). As noted in why are total knee arthroplasties failing today¿has anything changed after 10 years? (Sharkey, p. L. (2014s, september). The journal of arthroplasty, 29), instability is in the top five reasons for that account for approximately 85% of total knee revisions (7.35% of revisions are for instability). Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. No information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, h6, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
Patient had a left total knee replacement (posterior stabilized) done on (B)(6) 2012. Patient saw surgeon on (B)(6) 2019 and presented with a/p instability. Patient was signed up for a total knee revision -single component- poly swap procedure on (B)(6) 2019. Revision procedure was performed, and surgeon increased the poly implant size from a 9mm to a 13mm ps poly. Surgeon was satisfied with stability after the increase in poly thickness. Patient left the operating room stable. Patient was a petite woman. (B)(6). Left knee. No follow up information available.